Event description:
This catheter was being utilized for a diagnostic cardiology procedure when a dissection of the right coronary artery occurred. The device was discarded. The physician deployed five stents to open the artery and the pt recovered.

Manufacturer narrative:
The additional info provided in section f was supplied by mallinckrodt inc.